Event description:
On 26 march 2008, baxa was notified of an incident that happened in the evening of the (B) (6) 2008. Customer indicated that there was a ordering discrepancy which caused a 'dosage error.' During the initial contact, the customer indicated that doctors forward their orders to the pharmacy and indicate their orders 'per liter' and that the abacus templates are setup for the pharmacists to order 'per bag'. Customer at the time of initial contact did not want to provide any further details on this issue.

Manufacturer narrative:
Upon follow up with the customer: voice messages were left for the initial reporting customer on the 27 and 31 of march. Baxa was notified that the initial reporter is no longer with the facility on the 1 april. Upon speaking with another pharmacist on 03 april, the customer was unaware of any adverse event that happened on the (B) (6) 2008. Customer indicated that he would look into the matter to see if he could determine what had happened. Upon the customer's subsequent investigation ( follow-up contact on (B) (6) (voice message) & (B) (6)). The customer was not made aware of any pt involvement and could not find any evidence of a pt involved incident upon investigating this issue further. The customer spoke to the pharmacy technician working in the evening of the (B) (6) 2008 and the tech is unaware of any pt event. Customer indicated that he feels like this investigation is complete on his end. If in the future, the customer contacts baxa, a follow-up MDR will be submitted with any additional info.